Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cabinet had power issue. A field service engineer (fse) arrived onsite and found the station running. The issue was traced to a power outage, which left the original outlet non-functional. The station was connected to a working power outlet, and operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cabinet had a power issue, and an audible beep occurred, indicating a power surge. There were no adverse events or injuries reported based on this event.